Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked. This occurred during filling of an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between january 16, 2016 and january 18, 2016. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit which indicated leakage has occurred. A non-baxter luer connector was attached to the infusor¿s luer and the luer connector had cracks located on the luer connector. No signs of damage were found on the infusor device. A functional test was performed and a leak was noted coming out at the cracked area located on the luer connector. No evidence of leak was found on the infusor device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.